Event description:
It was reported that the pump's battery would not charge despite attempting different outlets, cables, and adaptors. There was no reported impact on the customer¿s blood glucose level at the time of the event. Customer support decided to replace the pump and instructed the caller to send back the faulty pump using the provided return materials. Information about the customer's backup insulin therapy was not disclosed.